Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they fell and broke their ankle, and now they need their stimulator adjusted because it ¿went all out of whack.¿ the patient stated that they have an appointment with their healthcare provider for a pain shot, and they would like a manufacturing representative to be present to adjust their device. The patient mentioned that their ankle was broken and in a boot due to the fall. No patient symptoms were reported. The patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.